Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the device was unable to be inserted into the anatomy as the distal guide/sheath became bent upon contact with the skin. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to a large-bore sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.